Event description:
It was reported that the anesthesia system failed the leakage check during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Manufacturer narrative:
It was reported that the automatic ventilation leakage test failed during system checkout, the field service engineer investigated the anesthesia system at the hospital and found the patient cassette to be defective. The cassette was replaced since it could not be repaired. After successful tests, the anesthesia system was cleared for clinical use. The cassette has not been available for investigation, nor has the device logs. The true cause of the reported leakage could not be determined.

Event description:
Manufacturer's reference number: (B)(4).